Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 44 mg/dl at the time of the incident. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the pump was unavailable at the time of the call. Customer's spouse wanted to know if the pump will suspend when the customer is low. The insulin pump will not be returned for analysis.